Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #547c60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received with the one-piece sled missing and not returned for analysis, it was unfired making it nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No malformed staples were observed. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instructs the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 547c60, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/26/24. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pse60a, with lot/batch number a9dk35, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical procedure for colon cancer, it was observed that the device was difficult to fire when severing tissue. Then after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.